Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation.(B)(4)

Event description:
A customer reported after a patient sample failed to react with e(rh3) positive cell 2 of 0.8% surgiscreen using ortho mts anti-igg grouping card.the customer reported that on (B)(6) 2021 they had tested a patient sample for antibody screening using 0.8% surgiscreen lot vss254 in conjunction with their ortho workstation and that they had obtained a positive reaction with cell 2 of the red cell reagent (2+ to 3+ reaction strength).the customer reported that on the same day they had tested this patient for antibody identification using 0.8% resolve panel a in conjunction with their ortho workstation and that they had obtained a weak positive reaction with cell 3 of the red cell reagent.the customer reported that on (B)(6) 2021 they had tested a sample from this patient for antibody screening using 0.8% surgiscreen and ortho mts anti-igg grouping card in conjunction with their ortho workstation and that they had obtained a negative reaction with cell 2 of the red cell reagent. The customer reported that on the same day, they had tested a sample from this patient for antibody identification using 0.8% resolve panel a in conjunction with their ortho workstation and that they had obtained a weak positive reaction with cell 3 of the red cell reagent.as part of the troubleshooting, tsc advised the customer to type cell 2 of 0.8% surgisreen for e(rh3) antigen typing using immucor anti-e(rh3) reagent and the customer reported that they had obtained a positive reaction (2+ reaction strength). No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported event.